Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid with fibrin. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for peritonitis. At the time of this report, patient outcome and action take with pd therapy were not reported. No additional information was available.